Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that cardiogenic chest distress occured. In (B)(6) 2014, the patient presented with an unstable angina. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending artery with 100% stenosis, and was 24 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 24 mm promus element drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. The target lesion #2 was located in the proximal left circumflex artery with 90% stenosis, and was 32 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 32 mm promus element drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. Four days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the patient was diagnosed with cardiogenic chest distress and was hospitalized on the same day. Medication was given and angiography without revascularization was performed to treat this event.